Manufacturer narrative:
Reliability analysis inspected (B)(4) opened and used partial enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is still in tubing. One remaining sensor performed bicarbonate buffer test per (B)(4). Sensor passed per specifications with accurate readings. Unable to perform needle anomaly due to needle not return. Sensor only. Unable to confirm adhesive anomaly due to sensor was returned opened and used. Unable to perform or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor and came off of her body. Customer does not recall any significant events leading to the error. Customer's blood glucose was between 120 mg/dl to 150 mg/dl at the time of incident. Troubleshooting was done for sensor and found that customer has bleeds at the site and was advised on proper insertion techniques. Customer was advised that the device would be replaced and to return the product for analysis.